Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. The burr catheter and advancer were connected upon device return. The returned wire was able to be removed with resistance due to kinks present on the wire. Analysis was performed using the returned rotawire and a test rotawire. During testing, the returned wire was removed from the rotapro with resistance present due to kinks on the wire. Due to the resistance upon device removal, a test wire was inserted into the burr and was able to advance through the rotapro device and exit the advancer with no resistance or issue.

Event description:
It was reported that the rotapro burr became stuck with the rotawire. The 90% stenosed target lesion was located in the severely calcified left main trunk (lmt). A 1.50mm rotapro and a rotawire were selected for use. During insertion, it was noted that the rotapro burr became stuck with the rotawire. It was not released from being stuck, and the rotapro burr was removed from the body together with the rotawire. The procedure was completed with another of the same device. There were no patient injury and the patient was in good condition after the procedure.

Event description:
It was reported that the rotapro burr became stuck with the rotawire. The 90% stenosed target lesion was located in the severely calcified left main trunk (lmt). A 1.50mm rotapro and a rotawire were selected for use. During insertion, it was noted that the rotapro burr became stuck with the rotawire. It was not released from being stuck, and the rotapro burr was removed from the body together with the rotawire. The procedure was completed with another of the same device. There were no patient injury and the patient was in good condition after the procedure.